Event description:
It was reported by service report that the jack would not pump up. The service report notes do not indicate if there was a pt involved; however, no adverse consequences were reported.

Manufacturer narrative:
The hospital evaluated the unit and no repairs have been done.